Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the consumer was not able "to get the correct dose for a week" from the organon follistim pen® 2nd gen pen ii due to the device being defective.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. The sample was delivered to bd franklin lakes on 14-feb-2019, however the sample was never delivered to the lab for investigation. Bd franklin lakes receiving department is continuing to look for the sample and if located an investigation will be performed at that time. Since the sample was not received to the lab for investigation as of today, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that the consumer was not able "to get the correct dose for a week" from the organon follistim pen® 2nd gen pen ii due to the device being defective.